Manufacturer narrative:
An olympus field service support representative verified that the biomed at the user facility is trained and able to replace the defective part on site. The parts were ordered and shipped to the user facility. No additional information has been obtained. If additional information is provided a supplemental report will be filed.

Event description:
A biomed from a user facility reported that they need a gray scope connecter replacement part for an oer-pro endoscope reprocessor. No patient involvement or injury was reported. No additional information has been obtained.

Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: ¿check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents.¿ the cause of the reported event cannot be conclusively determined. We presume from the investigation results that the gray connector could not be connected as some impact was added to the connector and the connector became loose and came apart.